Event description:
Since about 2008, prescription solutions has been sending me not the 5/8 inch needles which I have used for years. Instead they send 3/8 inch "short" insulin needles. I find these quite difficult to use. They are too short to hold the 5cc vial when I draw out the humatrope. I must try to balance both the vial and the syringe with one hand while I pull down the plunger and measure the correct dosage of .30. Then it is not possible to hold both the vial + syringe and also snap out the air bubble in the syringe. Occasionally [perhaps every 10 days or so], the needle bends while I am filling it. I have always proceeded to inject the humatrope regardless of bent needle, but with concern. Humatrope is an expensive medication to waste! On first receiving the short needles, I phone prescription solutions [ps] to report their error. Ultimately, I spoke with three different people that day, including a supervisor. They said, "your doctor ordered the short needles." I argued this was not so. Further along, I was told ps only provides short needles. I attempted to use the short needles and incurred the above difficulty. Then I called my prescribing physician at medical center and asked him to write a new order providing only 5/8 inch needles, which he did. In follow up, ps then sent me more short needles. Again I phoned them, and again I was told he had ordered short needles. Never did they provide me with regular insulin syringes. Ultimately, I again called and my physician called the order in to my local pharmacy where it did purchase the correct syringes. I brought three boxes of the short needles to my then pcp, for their use. I did, however, use up the remaining short needles. In 2008, I filled my next-to-last short needle syringe and did inject a syringe with a bent needle. When I pulled it out, I had in my hand only the plastic plunger. The needle had broken off in my thigh- upper lateral left thigh. At that point, I drove to the medical center ed. A series of x-rays and also ultrasound were done, and the needle failed to be seen. Five hours later, I drove home and phoned prescription solutions humatrope people, and spoke with both a rep and a supervisor. They had no answers and suggested I contact bd consumer services, which I did. I spoke with the person who was identified to me as a pharmacist. She told me that the needles were stainless steel with nickel and chromium, and should be visible on x-ray. Ultimately, she offered me the option of sending "copies of bills" that I had to pay out-of-pocket. I did tell her that I would inform the FDA of this problem. She confirmed that bd syringes are "under FDA standards". On the subject of bills, my medicare insurances will be billed for emergency care, x-rays, and ultrasound, and I find this objectionable. I would find it more appropriate if prescription solutions would be responsible for these costs. They twice refused to send me usual insulin 5/8 inch needle syringes. One can from this assume that there is a moderate, but for them, worthwhile savings between the cost of 3/8 and 5/8 inch needles! The needle remains in my thigh. I do wonder if a scan would if fact locate it, and then that it could be removed without damage to my thigh. Again, at cost to medicare! My physician says the needle could just become fibrotic if left in place. I do not know the sequelae of that or other possibilities if it remains in my thigh.